Event description:
The event occurred in france during treatment. It was initially reported that the rpm goes to zero during start-up. The cardiohelp was restarted three times, and the rpm still goes to zero. Information received on 2025-09-03, that the failure occurred during treatment. The failure occurred on (B)(6) 2025 during a va ECMO. The patient was transferred to another hospital for further treatment. While the patient was being transferred from bedside to the CT scan table, the cardiohelp emitted a low flow alarm and rpm suddenly dropped to 0, with negative flow. It was not possible to increase the rpm via the rotary encoder and touchscreen. The cardiohelp would not respond to any commands, leaving the rpm at 0. The hls set was put on the emergency drive and was hand cranked to generate flow. The cardiohelp was exchanged. The treatment was resumed. No harm to any person has been reported. As there was no flow to the patient during treatment and the cardiohelp device was exchanged, a report is required. Complaint ID: (B)(4).

Manufacturer narrative:
The event occurred in france during treatment. It was initially reported that the rpm goes to zero during start-up. The cardiohelp was restarted three times, and the rpm still goes to zero. Information received on 2025-09-03, that the failure occurred during treatment. The failure occurred on (B)(6) 2025 during a va ECMO. The patient was transferred to another hospital for further treatment. While the patient was being transferred from bedside to the CT scan table, the cardiohelp emitted a low flow alarm and rpm suddenly dropped to 0, with negative flow. It was not possible to increase the rpm via the rotary encoder and touchscreen. The cardiohelp would not respond to any commands, leaving the rpm at 0. The hls set was put on the emergency drive and was hand cranked to generate flow. The cardiohelp was exchanged. The treatment was resumed. No harm to any person has been reported. As there was no flow to the patient during treatment and the cardiohelp device was exchanged, a report is required. A getinge field service technician (fst) was sent for investigation on 2025-09-03. The fst tested the pump, flow rates and bubble sensor of the cardiohelp, and no failures was detected. No parts were replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The failure and logfiles were analyzed by the getinge life-cycle-engineering for a possible root cause. The analysis had the following results: after evaluating the logs, the flow/bubble sensor intervention was active. This is automatically activated when cardiohelp (ch) is started. It is possible to deactivate the intervention manually or to cancel the pump stop using global overwrite and convert the critical error message into a warning. As soon as the flow/bubble sensor detects an air bubble, an active intervention immediately stops the pump to protect the patient's life. In this case, the intervention was active and was triggered when the bubble was detected ¿ the ch stopped accordingly. Air bubbles in the tube are often not visible from the outside, as they can be located in the middle of the tube. This may also have been the case here, which may have caused confusion among users as the reason for the intervention was not obvious. The pump automatically starts at the last set speed as soon as the user actively resets the bubble alarm. However, this did not happen, which is why ¿ as described in the error message ¿ it was not possible to restart the pump. Changes to the display and the rotary knob had no effect on the ch. The user then activated global overwrite, which would have allowed the pump to be restarted. However, this did not happen because, according to the logs, the hls cable was removed from the ch and shortly afterwards the hls set was also removed. The pump cannot start without a disposable connected. After the disposable was reattached, the function could not be restored. The reason for this is that the speed must first be reduced to zero. Only then can the disposable be operated again at the desired speed. Alternatively, a restart of the ch would be necessary, which was reported but, according to the system logs, was not carried out. If the speed is not set to zero, it cannot be adjusted either via the touch display or via the rotary knob. An attempt to reconnect the disposable was unsuccessful, which is why the ch continued to malfunction. No malfunction of the cardiohelp could be detected in the logs. The bubble monitoring function of the cardiohelp monitors the occurrence of bubbles withing the hls circuit. According to the instruction for use (IFU) of the cardiohelp, when a bubble is detected on the arterial flow/bubble sensor, the cardiohelp will generate a high priority alarm and stops the pump. In order to regenerate the flow, the bubble alarm must be reset. It is stated in the IFU of the cardiohelp, (chapter bubble monitoring) that the a false bubble alarm may be triggered if the flow/bubble sensor is not fitted correctly on the hls circuit. Additionally, microbubbles can also trigger the bubble alarm. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. The review of the non-conformities has been performed on 2025-09-04 for the period of 2018-02-16 to 2025-08-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2018-02-16. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "no flow" could be confirmed within the logfiles but is not a product related malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: this event occurred on the france market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number: k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number: 701048012.